Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced unknown intermittent device failure and inadequate pacing of the device. There is no further information available to date and the device remains in service. No adverse patient effects were reported.